Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Lot number was not provided so device history record review cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded.

Event description:
It was reported that ten days post-op after a left laterjet procedure, patient was seen by surgeon for a post-op check up with complaints of pain in the left shoulder. Films were taken and it was discovered that the ar-7000-34, 3.75x34mm partially threaded cannulated screw ((B)(6) (B)(6)) was broken into two pieces. Revision surgery took place the following day where the surgeon explanted the two pieces of the 3.75x34mm partially threaded cannulated screw ((B)(4)). A 3.75x32mm partially threaded cannulated screw ((B)(6) (B)(4)) was also removed but was not broken. The surgeon replaced both with a second 3.75x34mm partially threaded cannulated screw and a second 3.75x32mm partially threaded cannulated screw. No lot information was available.